Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hypoglycemia and subsequent emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was on vacation in berlin, the patient's blood glucose (bg) level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. The patient also reported having "fast low" bgs. The adhesive completely separated from the infusion site (arm) causing the cannula to dislodge. The patient had symptoms described as nausea. The patient went to the emergency room (ER) where they were diagnosed with both hyperglycemia and hypoglycemia, it is unclear what caused the low bgs, and no treatment for hypoglycemia was reported. However, the patient did receive treatment of 1 unit of insulin. The patient went home the same day.